Event description:
The user's hearing performance with the device is affected due to device migration.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Further one channel was deactivated due to hi status caused by undetermined reasons. This is a final report.

Event description:
The user's hearing performance with the device is affected due to device migration. The device has been explanted.